Event description:
A hospital in (B)(6) reported via a distributor that a leak was found on an rt385 adult dual heated evaqua2 breathing circuit during set up. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned to fisher & paykel healthcare (B)(6) and was visually inspected for damage. Results: visual inspection revealed a cut approximately 35 cm from the elbow connector. Conclusion: the cut in the tubing appears to have been caused by a sharp object. This has been known to occur if the box in which the circuits arrive is opened using a knife. A lot check was performed and no other complaints of this type have been received for lot 130712. All rt385 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions supplied with the rt385 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.